Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization, a 1mm x 3cm galaxy g3 mini coil (glm910030, l15643) was being used as the finishing coil. However, the physician felt strong resistance during advancing the coil through the unknown microcatheter (mc), it was at the distal area of the mc. The physician used a same like product. The procedure was successfully finished. There was no report of patient injury. One non-sterile unit galaxy g3 mini 1mm x 3cm was received inside of a pouch. The received device was visually inspected, no damages were noticed. Then a microscopic inspection was performed, the embolic coil was found kinked and protruding from the introducer, no other damages were observed. Also, the marker band was found at 38cm from distal end and it was found within specification. A manufacturing record evaluation was performed for the finished device l15643 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿detachable coil delivery system (dcs) - resistance/friction-during advancement with no loss of cerebral target position¿ was confirmed. The embolic coil could not move through the introducer due the conditions noted on it, the kinked condition can contribute to the resistance/friction felt and because of this we can confirm the complaint. The damage could have be caused due to excessive force. Neither the device history record review nor the product analysis suggest that the reported failure could be related to the manufacturing process of the unit. Resistance/friction during advancement is a known potential failure associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. The IFU states the following: ¿if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. If the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices.¿ assignment of root cause for the event remains speculative and inconclusive, based on the information provided and the evaluation of the returned complaint device; however, it is possible that procedural and handling factors, including device manipulation, insufficient flush, and interaction with the concomitant microcatheter, may have contributed to the reported failure and damages noted to the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a coil embolization, a 1mm x 3cm galaxy g3 mini coil (glm910030, l15643) was being used as the finishing coil. However, the physician felt strong resistance during advancing the coil through the unknown microcatheter (mc), it was at the distal area of the mc. The physician used a same like product. The procedure was successfully finished. There was no report of patient injury. Based on the findings of the device investigation, the embolic coil was noted to being kinked.